Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The pt was injected in the perioral site, lips and chin area. The pt allegedly developed severe swelling, nodules, blisters and an abscess. The pt was treated with prednisone, cleocin, and wydase.